Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the ventricular lead exhibited over-sensed noise. Insulation damage was suspected. No intervention was performed. The patient condition was stable.